Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the y-site valve was confirmed. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Microscopic inspection of the y-site revealed white precipitate at the edge of the blue septum. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. While leakage was not observed during functional testing, the observed infusate residue on the y-site suggested that leakage had likely occurred during device use. Beads of fluid may occur at the valve septum during certain infusion/aspiration conditions. The product IFU states ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leakage was found at the valve of y site during infusion of anti-cancer agent. It was further reported that no problem occurred during priming the device and nothing was connected to y site. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdus0120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was found at the valve of y site during infusion of anti-cancer agent. It was further reported that no problem occurred during priming the device and nothing was connected to y site. There was no reported patient injury.